Event description:
It was reported that the patient got out of box icon post recharging the week prior to the date of this report. The patient was using antenna locate feature for recharging. When the patient synched the device with patient programmer, it gave out of box icon. No diagnostics were performed. Using the implantable pulse generator locator feature, it was determined that it was 'too much on the recharger.' The representative interrogated the device with the programmer (8840) and the icon was cleared. It was noted that the patient never lost therapy. The patient was still using the device and she just used the recharger to turn the device on and off. The program was set where it felt comfortable for the patient, so the patient did not need to turn it up or down.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37743, serial# nke174968n, product type programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).